Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a decrease in the remaining longevity, from 8.5 years at the follow up six months ago, to 5.5 years currently. Premature battery depletion was suspected. It was noted the patient was not being followed remotely and would have a next follow up in three months. No device data was submitted for technical services to evaluate. Additional information was received. The patient was seen for follow up and the physician has elected to continue monitoring the device, with another follow up scheduled for three months. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this pacemaker exhibited a decrease in the remaining longevity, from 8.5 years at the follow up six months ago, to 5.5 years currently. Premature battery depletion was suspected. It was noted the patient was not being followed remotely and would have a next follow up in three months. No device data was submitted for technical services to evaluate. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker exhibited a decrease in the remaining longevity, from 8.5 years at the follow up six months ago, to 5.5 years currently. Premature battery depletion was suspected. It was noted the patient was not being followed remotely and would have a next follow up in three months. No device data was submitted for technical services to evaluate. Additional information was received. The patient was seen for follow up and the physician has elected to continue monitoring the device, with another follow up scheduled for three months. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating this device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) in (B)(6) 2025. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.